Manufacturer narrative:
(B)(4).

Event description:
Rec'd info, the pt's incision was draining and the physician had done a wound culture. The culture was positive for pseudomonas infection. Pt stated the device was working fine other than the drainage. This is the second implant the pt has had and she experienced no problems with the first device. Add'l info has been requested and if rec'd, a f/u report will be sent.